Event description:
(B)(4). It was reported that post coronary stenting treatment procedure, chest pain, stent thrombosis, and myocardial infarction occurred. In (B)(6) 2010, the subject presented with acute precordial chest pain (approximately 1 hr) radiating to shoulder associated with nausea, diaphoresis and shortness of breath. EKG revealed inferolateral st elevation. The subject was diagnosed with st elevation myocardial infarction (killip classification ii).cardiac catheterization was recommended. Target lesion 1 was a 100% stenosed de novo lesion located in the proximal left circumflex (lcx). The lesion was 16 mm long with a reference vessel diameter of 2.50 mm. The lesion was treated with pre-dilatation and placement of a 2.75 x 20 mm taxus liberte stent with 0% residual stenosis. The following day, troponin I levels were found to be elevated at 50.0 ng/ml (uln: 0.00 - 0.78 ng/ml). The subject was discharged on aspirin and prasugrel. In (B)(6) 2012, the subject presented with chest pain described as 10/10 in nature, diaphoresis, nausea and was hospitalized on the same day. An EKG revealed sinus bradycardia with t wave abnormality suggestive of lateral ischemia. Cardiac catheterization was recommended. Thrombus was present in the proximal lcx and treated with suction thrombectomy. The target lesion was predilated and interval angiography revealed residual thrombus in proximal to mid lcx stent. A 2.50 x 23 mm non-bsc drug eluting stent was deployed in the proximal to mid lcx extending to the 1st om. Following post dilatation, the residual stenosis was 40% in the mid lcx at the bifurcation of 1st om. The 1st om. It was post dilated resulting in 0% residual stenosis. Two days later, the subject was discharged on aspirin and prasugrel.

Event description:
It was further reported that during the index procedure, the target lesion was 99% stenosed, not 100% as previously reported. The lesion contained pre-existing thrombosis that was treated with thrombectomy. At the time of the event, the admission ECG also noted right bundle branch block.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device is a combination product. (B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).